Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failure occurred. The device failed to meet its specifications. There was no patient involvement. Technician confirmed that the pressure transducer test failure was not reproduced during on-site visit. The device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. Further received information indicated that pressure transducer test failure was not reproduced and no parts needed to be replaced, which is not consider safety related scenario. It is worth to note that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which pressure deviation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.